Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported overnight and early morning blood glucose (bg) level of 236 mg/dl (out of range for ~2¿3 hours) despite no late eating and confirmed meal announcements. Bg eventually corrected with algorithm adjustments without supply change. User is on contact detach with freestyle fsl3+ continuous glucose monitor (cgm). Symptoms included dizziness and shortness of breath. Troubleshooting confirmed routines unchanged, and user noted eating less at night due to this recurring issue. Resolution involved corrections bringing bg back in range; agent suggested a possible factory reset, but user preferred to receive additional training first. No medical intervention reported at the time of call.